Manufacturer narrative:
This event has been determined reportable based on engineering evaluation dated september 21, 2005 stating that the catheter was broken 8 cm after the strain relief. As received, the braid was visible, but not broken. The dispenser coil was flushed from the distal port and the catheter was removed without restriction. No defect or contamination was visible inside the dispenser coil. All dimensions that could be measured were found to be within specification. An .018" guide wire was inserted through the distal tip and advanced through the catheter shaft up to the breakage. No restriction was felt. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however, coating damage was evident. Friction inside the dispenser coil when the physician tried to remove the catheter probably caused the coating damage. Conclusion: this complaint is caused by difficulty removing the catheter from the dispenser coil. Before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline to activate the hydrophilic coating. The flushing must be repeated if difficulty removing the product from the dispenser coil occurs. In this instance, excessive force was applied to the catheter, causing it to break at the proximal end. As a corrective action, the proximal flushing port will be removed from the dispenser coil. This will facilitate flushing from the distal port only which is the preferred flushing mechanism for removal of the catheter from the dispenser coil. This reported defect will be monitored and trended through complaint review board.

Event description:
A renegade hi flo catheter was going to be used for therapeutic purposes. Before the procedure, the catheter got stuck in the hub and eventually broke. The procedure was completed with another device.